Event description:
It was reported that the pump did not alarm when the patient was not receiving medication. Per reporter, the amount of medication that the machine indicated the patient should have received did not match the contents of the medicine bag. The patient did not receive the adequate dose of medication and their nurse was notified. A pump from another room was used as a replacement.

Manufacturer narrative:
E1: alternative phone number (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9 - date returned to manufacturer: 9/12/2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was not duplicated. The pump was put through accuracy tests using the customer's bolus setting which was at 12. The fluid collected from the graduated cylinder was 12.4 ml the pump had occlusion alarmed and upstream occlusion (uso) alarmed during testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the downstream occlusion (dso) seal due to wear, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
General information: aware date within was not correct. The correct reporting become aware date is 04-jun-2024 and is reflected in the general information of this supplemental emdr 3012307300-2024-07389-01.